Event description:
During an implantation procedure involving a vega r 58 ventricular screw-in lead, the lead was positioned at the mid-septal level without any unusual manipulation. Initial pre-fixation measurements showed good wall contact, sensing of 7 mv, and an impedance of approximately 2,000 o. The screwwas then deployed normally (approximately 15 turns with expected screw extension). Following fixation, sensing remained unchanged and a lesion current was observed on the egm, although not markedly elevated. However, the impedance remained abnormally high and even increased slightly. Despite fluoroscopic views showing no evidence of perforation, the elevated impedance raised suspicion that the screw might have fully disengaged. The screw was retracted and then redeployed without changing lead position. Fluoroscopy suggested possible incomplete retraction, although more than 20 turns had been applied with appropriate technique. After re-fixation, sensing remained good and pacing threshold was acceptable (1.5 v @ 0.4 ms), but impedance again exceeded 2,500 o. Given the persistent abnormal measurements, the screw was retracted and tested outside the implantation site. During screw deployment, an audible and tactile "click" was noted. The lead was subsequently removed from the introducer for inspection. Examination revealed that the transparent sleeve surrounding the screw remained attached to the white ceramic tip but was partially detached from the metallic lead body. Further testing on the operating table reproduced the issue.